Manufacturer narrative:
Further information was requested but not received. No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported that loss of capture and low sensing was observed on the right ventricular (rv) lead. Externalized conductors were suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.